Manufacturer narrative:
Of the 5 allegations of a malfunction, 3 pumps were returned to animas and investigated. Of the investigated pumps, 3 were found to be malfunctioning due to a battery compartment leak, moisture within the pump and a bolus button issue. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 5 malfunction events. A review of the events indicated that the one touch ping model pump experienced a audio bolus w/ moisture issue. These reports were received from various sources. The patients associated with this allegation ranged from 9-32 years of age and between 60 and 165 pounds. Of the reported patients, 3 were male, 1 were female, and 1 was unknown.

Manufacturer narrative:
Follow-up #1: device evaluation: in quarter 2 of 2018, there were 1 instances of audio bolus with moisture failure found during investigation. This report is processed under exemption number (B)(4). This MDR report is part of the 227 pilot program.